Manufacturer narrative:
The insulin pump was received with no express button response due to corroded keypad traces. No button error alarm during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that the customer had high blood glucose of 160 mg/dl. Caller stated that the customer's insulin pump was alarming button error at the time to deliver a bolus. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).